Event description:
A malfunction alarm was reported with a specific code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the issue reoccurred.